Manufacturer narrative:
Please see section d4 with corrected serial number.

Manufacturer narrative:
The device was received for evaluation not deployed with the release bar down. According to the data, the device ran for 142 pulses prior to being deactivated. No timeouts or drive stalls were seen in the download data. No damage or deficiencies were observed that would result in the needle mechanism malfunctioning. Manual rotation of the ratchet gear deployed the needle mechanism as intended. The needle mechanism was reset to the not deployed position and rerun. During the rerun, the needle also deployed as intended. It could not be determined why the needle did not deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 18 mmol/l (324 mg/dl). The reporter stated the needle, and cannula did not deploy during activation, indicating a needle mechanism failure. The pod was not worn.